Event description:
It was reported that the customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer's son stated that he was going to take the customer to the hospital to treat her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.